Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Add'l info was requested. (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device implant procedure, the device touched the iris. There was no harm to the pt. The device remains implanted. Add'l info was requested.